Event description:
It was reported that suture placement with two perclose proglide devices was successful in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after the procedure hemostasis was achieved using the sutures of the perclose proglide devices. After hemostasis was achieved there was no pulse in the right foot. The right groin was accessed from the left groin access site and a balloon was used to open up the area of occlusion. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.